Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor did not connect occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of a sensor did not connect is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.